Event description:
The event is reported as: the customer alleges that the blade failed to operate consistently (light) when needed during a pt code. The specific condition of the pt could not be confirmed from the user facility.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.